Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient underwent to a water vapor energy therapy on (B)(6) 2023 and the procedure was completed without any malfunction or serious adverse event. On that case, 1 injection was performed on the right and left lobe with minor bleeding in each case. Then, on (B)(6) 2024 the patient presented urinary problem, and a urinary catheter was implanted as a treatment. Two months later, on (B)(6) 2024, the patient experienced minor lower urinary tract symptoms (luts) symptom, no treatment was performed, and medication was administered.